Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, the customer reloaded the cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer reloaded the cartridge and completed the load sequence to resolve the issues. Customer's blood glucose was 211 mg/dl for these events.